Event description:
Back was hurting so an icy hot patch was placed on the indicated area. Within a couple of hours a hot uncontrollable burning pain occurred. When patch was pulled off, some of the skin came off with it and left an open wound. Dose or amount: one patch, frequency: once, route: unk. Dates of use: 2007 2 hours. Diagnosis: lower back pain, event abated after use stopped: yes.